Event description:
It was reported that while attempting to use the proglide device to achieve hemostasis in an unspecified artery, the suture broke. The device was removed from the anatomy and manual compression was used to achieve hemostasis. There was no adverse pt sequela reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device has been rec'd; however, the investigation is not yet complete.